Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted on (B)(6) 2017 and was not replaced. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump identified battery high resistance. Eval code-result code (B)(4) no longer applies to the event. Eval code-conclusion (B)(4) no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone 7 mg/ml at 1 mg/day and clonidine 450 mcg/ml at 65 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient noted an alarm and contacted their pain management centre. The pump was interrogated and it was noted that the ¿pump in safe state¿. It was reported that the pump had reverted to minimum rate and under logs it was stating ¿reset occurred ¿ low battery (2b)¿. There were no reported symptoms. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that the diagnostics/troubleshooting that was performed included pump interrogation and resetting the pump to daily rate from minimum rate. It was reported that the patient was admitted to the hospital and a there was a planned explant and replacement of the pump to occur on (B)(6) 2017. It was noted that at the time of this report the issue was not resolved. The patient status at the time of this report was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump logs were provided and reported that there were multiple ¿reset occurred ¿ low battery¿ messages that occurred on (B)(6)2017. The logs also reported that there were multiple ¿pump in safe state¿ messages that occurred on (B)(6)2017. The logs reported that the daily dose of hydromorphone is 0.9991 mg/ml and the daily dose of clonidine was 64.22 mcg/ml. No further complications were reported and/or anticipated.